Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, the caregiver (cg) reported that the home patient (hp) had reconnected to the same setup from a previous night to proceed with therapy. The cg stated that the hp never ended therapy from the previous night and disconnected from the patient line. The hp then reconnected to the same setup and tried to proceed with therapy. The technical service representative (tsr) advised the cg to end therapy and start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.